Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2022 due to stroke and diabetic ketoacidosis. The cause of death was unknown. The customer¿s blood glucose was 389 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.